Event description:
A report of overinfusion was received in which the clinician reported a 250 ml bag of 0.9% sodium chloride was hung and set to deliver 80 mls at a rate of 40 mls/hr. According to the clinician, one hour later the nurse checked the patient and found the entire bay of 250 mls had infused. The pump reportedly read a rate of 40 ml/hr and a volume to be infused of 38 mls. According to the clinician, the patient's na++ and cl- levels were found to be higher than normal the next day; however, there was no medical intervention and no patient injury. The clinician reported the patient has since been released from the hospital.